Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: granuloma: unable to observe since it is not related to the device. Foreign body reaction: unable to observe since it is not related to the device. As per the investigation procedure one opening assessed as surgical damage, particles and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Visual analysis of the photographs identified: no complaint against the device: no observations are performed for the complaint as the event is no complaint against the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported device removal without any specified adverse event. The device has been explanted with a complete capsulectomy. The excised capsule was sent to anatomopathology for analysis which found a double capsule, macrophagic resorptive granuloma on the periprosthetic fibrous shell and an absence of signs of malignancy. This record relates to the left side.

Event description:
Physician reported removal of the device insufficient information. The pathology findings of ¿thin capsule¿, ¿double capsule - conclusion : macrophagic resorptive granuloma developed on periprosthetic fibrous breast shell" were later reported. Device has been explanted. This record relates to the left side.

Manufacturer narrative:
Continued phone number e1: (B)(6) a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.